Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. The exact root cause could not be determined without the sample for evaluation; however, based on information obtained from baxter's investigation, the cause was determined to be air in line due to a leak in the disposable set at an unspecified location. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during therapy. The hp stated he noticed wetness around the final line bag connection. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp end therapy and recommended to contact their nurse. The hp would finish with manual supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. Per the hp, he thinks that they may have caused the leak in the bag as they were using a needle. The hp stated the supplies were discarded and the lot number was not known. The hp stated he started over with new supplies without any problems. The hp stated the nurse was notified about the alarm and the hp was on antibiotics.